Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ failed back surgery syndrome. It was reported that the patient's stimulator quit working. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that the implantable spinal cord stimulator no longer working was that it would not charge the battery/implant. The patient had not been seen yet and was working on an appointment. The event had not been resolved yet and the cause of the implantable spinal cord stimulator no longer working was not determined. No further complications were reported/anticipated.